Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been over 7 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, a definitive root cause of the foreign material in the biopsy channel could not be determined. The event can be detected/prevented by following the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that there was no passage in the biopsy channel, the dunk test was unable to be performed due to the clogged channel, the up angulation was below service standard, there were chips and scratches in the distal end plastic cover, there were tiny chips in the objective and light guide lenses, there was a crack in the bending section cover glue, the suction flow was unable to be performed due to the clogged channel, and there were minor buckles in the light guide tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a kink in the distal end of the insertion tube. The issue was found during reprocessing. The device was returned for evaluation and during the device evaluation, foreign material was found. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.